Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ bilateral patient. Litigation alleges that patient has experienced chronic severe pain, difficulty walking and moving generally, and elevated chromium and cobalt levels. Doi: (B)(6) 2007 - dor: none reported (left hip); doi: (B)(6) 2008 - dor: (B)(6) 2012 (right hip). Patient is a resident of (B)(6). Update: (B)(6) 2014 - der rcvd - left - added sleeve product, dor and surgeon / hospital information.